Event description:
Caller reported they were unable to operate their meter to test and experienced a hypoglycemic event. Patient woke up sweating and nervous. Patient drank orange juice and took a glucose tablet. Caller was instructed on the proper method for testing and was able to successfully complete a blood test.